Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to blood glucose level on (B)(6) 2020 at 9 pm. Customer¿s blood glucose level was 797 mg/dl. On friday customer felt nauseas and she thought she had a stomach flue. The auto mode feature active and automatically adjusting insulin delivery at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.